Event description:
It was reported that a malfunction occurred with the customer's device. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Customer was provided pump reset information by technical support and successfully reset the pump without any recurrence of the malfunction. Customer was advised to continue using the pump and to contact technical support again if the issue recurs, which the caller acknowledged and understood.